Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. The log files of the controller involved in the reported revealed that the controller did not contain the smr software. Review of the alarm log files revealed one power disconnect alarm was logged on (B)(6) 2017. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a communication error occurred between the controller and a battery. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event could be attributed, but not limited, to a communication error between the controller and battery. An internal investigation has been opened to evaluate communication errors on non-smr controllers and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power disconnect alarms on their controller. The patient reported that the alarms would resolve when exchanging one power source first and then the second power source. The controller remains in use. No patient complications have been reported as a result of this event.